Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp for water intrusion and any water damage that may have occurred during a fire sprinkler incident in the or. There were no signs of either intrusion or saturation on the unit. The fse performed all functional, safety, and electrical safety tests to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump was involved in a flood, and needs to be checked out. No patient was involved during this event. No adverse event was reported.